Manufacturer narrative:
This supplemental report is to correct the initial MDR; patient code for cardiorespiratory arrest was missed out in the initial report.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported that the patient deceased due to cardiorespiratory arrest. There is no known allegation from a health professional that suggests the death was related to the device. No further information was available.